Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ("pelvic pain"). In an adult female patient who had essure (batch no. 810880), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: constipation and vaginal delivery. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced, menorrhagia (menorrhagia ("heavy menstrual bleeding") / abnormal bleeding (menorrhagia)), vaginal haemorrhage (abnormal bleeding ("vaginal")) and migraine ("migraines / headaches"). On (B)(6) 2011, the patient experienced, pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced headache ("headaches"), abdominal pain ("abdominal pain"), dysmenorrhoea (dysmenorrhea ("cramping")), anxiety ("psych injury/ psychological or psychiatric problems, condition: mental anguish") and depression ("depression"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), tlh). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, headache, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events: abdominal pain, dysmenorrhea ("cramping"), menorrhagia ("heavy menstrual bleeding"), headaches, pelvic pain. Discrepancy noted, in date of removal- (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2011, essure confirmation test(s): (unspecified), bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020, reporter, patient demographics, medical history were added. Added lot number. Added events abnormal bleeding (vaginal), migraines / headaches, depression. Updated event: psych injury/ psychological or psychiatric problems, condition: mental anguish (previously reported as psych injury). We received a lot number in this case. A technical investigation will be conducted. Including a batch review. And a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, headache, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, headache, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for events ¿ abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), headaches, pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test(s) (unspecified) - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received-event injury updated to pelvic pain. New events abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury, headaches were added. Patient information and lab data were added no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 810880) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included constipation and gravida. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines / headaches"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced headache ("headaches"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psych injury/ psychological or psychiatric problems condition: mental anguish") and depression ("depression"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), tlh). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, headache, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events ¿ abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), headaches, pelvic pain discrepancy noted in date of removal- (B)(6) 2014, (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on .(B)(6) 2011: essure confirmation test(s) (unspecified) - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.